Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed based on home patient (hp) stating that there was air in the patient line and the patients nurse stating that the cause of the alarm was a kinked tube. Kinked tubing would cause air to build up in the patient line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was air in the patient line. The technical service representative (tsr) assisted the hp end the therapy and advised to contact the nurse. There was no patient involvement and there was no patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm and air in line, it was revealed that the issue was resolved and that the cause was a kinked tubing. Per nurse, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.